Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. On (B)(6) 2025 at 2:00 pm, the patient fell from bed (approximately 5 feet) and struck a table and other objects. The patient¿s cgm device was impacted during the fall but did not appear to be damaged, so it continued to be used. The cgm displayed a low glucose reading at the time (exact value unknown), which was assumed to be accurate. No bg meter reading was taken, and no treatment was administered. On the morning of (B)(6), the patient was feeling unwell, and the cgm device displayed low values. No bg finger stick value was obtained. No treatment occurred at home. At 9:00 am the spouse brought him to the emergency room (ER) for evaluation. After arrival a bg finger stick value by the health care professional (hcp) was 360 mg/dl, however the cgm displayed ¿low.¿ the hcp administered insulin, and once stabilized, the patient was discharged at 11:00 am the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.